Event description:
The suspect device was reading high all day. The reporter said the device read 617 mg/dl and then hi. The result of 617 mg/dl was not saved in memory. The device was replaced and requested to be returned for evaluation.